Event description:
It was further reported in (B)(6) 2008, the de novo target lesion was 99% stenosed, 3.5mm in diameter and 20mm long. Predilation and post dilation were not performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 24 days later without complications on bayaspirin and plavix. In (B)(6) 2008 and (B)(6) 2009, angina symptoms were not recognized in the evaluations of follow ups performed. Per physician's comments, " the relativeness between the death and this adverse event was definitely related and the relativeness between the target vessel and this adverse event was unknown."

Event description:
It was further reported that stent thrombosis occurred per adjudication results received.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient expired. During the index, the physician implanted a 3.50x32mm taxus express2 stent in the mid right coronary artery. In (B) (6) 2009, it was reported the patient expired. While the patient was going to a hospital for dialytic therapy, the patient died suddenly in a car. An autopsy was not performed. The cause of death is unknown.

Manufacturer narrative:
(B)(4).